Event description:
Information was received indicating that the pump exhibited "force sensor bridge test failure." No adverse patient effects were reported.

Manufacturer narrative:
Other, other text: additional information h6, h10 this remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked/chipped by the front left bottom corner, the bottom cracked by the l bracket pole clamp and there is visible contamination. A review of the event history log (ehl) identified force sensor bridge test. During the functional testing was able to duplicate the reported issue. The root cause of the issue was due to normal wear as the pump was over 5 years old. Replaced plunger cable and force sensor. Power up, re-calibrated force sensor and device passed self-test.